Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-3352-5501 serial/batch number (B)(6) was received for investigation. Visual inspection under a magnifier noted nicks/damage around the circumference of the distal tip. Additionally, there were scratches on the lens of the device. The most likely cause for the reported failure can be attributed to misuse/mishandling and/or prying/leveraging the device during use.

Event description:
On 06/07/2024, it was reported by a sales representative via (B)(4) that an ar-3352-5501 scope's lens is cloudy. No case or patient effect.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.